Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that the cause of the aching, shocking, tugging, discomfort, stimulation in the wrong location and pulsing was not determined. The hcp reported that impedance was normal and sensations were experienced with the device was off and on. The hcp reported that x-rays were also normal. The hcp reported that they asked the patient to turn off the device and return to the office in 6 weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they developed an "achy" pain at the base of their tailbone following implant on (B)(6) 2017. It was indicated that the patient later experienced intermittent shocking and felt a "tugging" sensation on (B)(6) 2017 this began when they sat down to use the bathroom. The patient wondered if the shocking was being caused by " a piece of plastic" from the previous system interfering with the current system. It was noted that the patient also felt stimulation and "tugging" on the arch of their right foot despite the implantable neurostimulator (ins) being off and lowered to 0.0v. The patient could not walk properly due to the issue with their right foot. They had the system reprogrammed and checked, and the leads looked fine. The patient mentioned that program 1 caused discomfort, program 2 and 3 didn't work for them at all, and program 4 gave them stimulation in the wrong location, noting that they felt pulsing near the ins "box." When the manufacturer representative (rep) checked the system on (B)(6) 2017, t hey were unable to connect to the ins with their (B)(6) 7 three feet away. When the phone was moved further away, the communication issue was resolved. It was noted that the patient an appointment to see the healthcare provider (hcp) and rep on (B)(6) 2017. It was later reported by the patient that they were still having issues with their device and were going to try to call the hcp office again. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.